Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat mixed mitral regurgitation (mr), with an mr grade of 4. The patient had an aorta hugger, therefore more "+" knob was needed, during positioning. The clip was implanted in a2/p2, reducing mr to 1+. Transthoracic echocardiogram (tte) was performed one day after the procedure, showing the clip secure on both leaflets and mr still at 1+. The patient was discharged four days after the procedure. On (B)(6) 2022, the patient was hospitalized with dyspnea and decompensation. Tte revealed mr increased to 4 and the clip was no longer on the leaflets. On (B)(6) 2022, x-rays revealed the clip was in the right iliac artery. The clip remains in the patient, it was not removed. The patient was scheduled for mitral valve repair, on (B)(6) 2022. During surgery, it was observed that the posterior and anterior mitral leaflets tore due to the clip detachment. According to the physician, the leaflets were thin, frail, and spongy which explains the leaflet tears and clip detachment. Instead of performing mitral valve repair, the decision was made to perform mitral valve replacement and tricuspid annuloplasty due to significant tricuspid regurgitation. Immediately after the procedure, the patient had acute right heart failure and died the same day. No additional information was received.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported complete clip detachment (ccd) appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr), foreign body in patient, dyspnea, and tissue damage appear to be cascading events of the ccd. The reported heart failure and death appear to be due to procedural conditions (complications of surgery prompted by clip detachment). Additionally, the reported patient effects of mr, dyspnea, tissue damage, heart failure, and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgery were the results of case-specific circumstances. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿according to the physician, the leaflets were thin, frail, and spongy which could explain the leaflet tears and clip detachment. Immediately after the procedure, the patient had acute right heart failure and died the same day. Death was unrelated to the device but was a complication of surgery. Clip detachment prompted the need for open surgery." There is no indication of a product issue with respect to manufacture, design, or labeling.